Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The actual date of death and event dates were not provided. These dates are based on the date of publication of the a rticle. It was not possible to match these events with any previously reported events. The information is the average for all patients. (B)(4).

Event description:
Hoarau, x., richer, e., dehail, p., cuny, e. A 10-year follow-up study of patients with severe traumatic brain injury and dysautonomia treated with intrathecal baclofen therapy. Brain injury : [bi]. 2012;26(7-8):927-940. The objective was to describe the long-term disorders of consciousness in patients with dysautonomia and hypertonia treated with intrathecal baclofen therapy (ibt). Forty-three patients with severe traumatic brain injuries who were previously implanted with an intrathecal baclofen pump were included to be evaluated in the long-term with the coma recovery scale/revised. (B)(6) scale, the scores of hypertonic attacks, of sweating episodes and of voluntary motor responses were used to describe functional abilities and residual impairments. A retrospective analysis highlighted patients' characteristics at admission, before surgery and their complications. After a mean follow-up of 10 years, nine of 43 (20.9%) patients had died, 13/43 (30.2%) patients were severely disabled or in an unresponsive wakefulness syndrome and 21/43 (48.8%) patients had good recovery of consciousness. The latter patients tended to receive ibt later, suggesting a later development of uncontrolled symptoms of dysautonomia and hypertonia. They needed lower doses of baclofen, suggesting that they had less severe symptoms. Their dysautonomia, limb hypertonia and voluntary motor responses improved significantly compared to patients with poor outcome. Recovery of good long-term consciousness is possible. A low level of consciousness recovery and the early development of severe and persistent symptoms of dysautonomia associated with hypertonia could be linked to poor longterm outcome. Complications due to treatment requiring hospitalization in the neurosurgical department occurred in 27/43 patients. There were 38 total complications in the 27 patients. Reported events include: 1 unexplained death 9 operative site infections; 5 of these patients underwent pump replacement, the remainder had removal without replacement. 7 overdoses with profound flaccidity, sedation, and vomiting. 6 events of withdrawal syndrome. 3 catheter migrations. 1 catheter migration requiring both pump and catheter replacement. 1 case of meningitis with device removal. 1 case of malignant fever. 2 events of operative site "collection". 1 operative site hematoma. 2 events of device dysfunction (unspecified). The pumps were replaced. 1 case of intensive pain. 1 case of seizure. 2 cases of asthenia. 1 case of psychiatric disorder (unspecified). 4 patients had the device removed due to treatment ineffectiveness. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.